Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported, the device broke post-operatively. New surgery required. Per additional information received, the dog walked strictly with a leash. Took tranquilizer after the first surgery (anaphralyne). The circumstances in which the plate was broken was the sudden abnormal appearance on the leg og the dog. Examination the next day and the surgeon has found the implant broke. So the pet was kept on a leash under anafranil and limb use immediately after the surgery. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Male canine, (B)(6). The 510k#: device is a veterinary product. Device is similar to a device marketed for human use. The part has been received; an evaluation is in progress. A review of the device history record did not reveal conditions that could have contributed to the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was performed. Our investigation shows that the plate is broken off at the eighth dynamic compression plate hole. There are nicks and marks visible on the surface. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the available information, it appears that the failure of the plate was due to a mechanical overload situation. The postoperative activities of the patient may have played a certain role of this occurrence. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.